Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of over 500 mg/dl with polyuria, polydipsia, nausea, and drowsiness. The reporter stated that the patient felt ketones but they didn¿t check them. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and all settings are correct. The patient is returning the pump. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.